Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and stained end cap sticker.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Pump will be returned and replaced. No further details given.